Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported the ar-2323pslc, peek swivelock anchor, would not advance into drilled hole/started fraying sutures. Additional information 6/15/2021: it was reported during shoulder scope and rotator cuff repair the ar-2323pslc, peek swivelock anchor, would not advance into drilled hole/started fraying sutures. The case was completed using an additional 5.5 swivelock anchor.